Event description:
During an endoscopic dilation with stent placement, the physician used a cook endoscopy hercules 3 stage esophageal balloon. The balloon was inflated seven (7) to nine (9) times to dilate the 10cm stricture in the esophagus. When the balloon was deflated for the last time in order to remove the balloon from the endoscope, the balloon would not fully deflate. During removal of the compromised balloon from the accessory channel of the endoscope, a section of the balloon material severed from the catheter. The severed section of the balloon detached from the device and was located inside the accessory channel of the endoscope. A snare was advanced through the accessory channel of the endoscope in an attempt to remove the detached section of the balloon. The snare caused the detached section of the balloon device to exit the endoscope and become free inside the patient's stomach. The snare was removed and forceps were used to remove the balloon segment from the patient's stomach. No additional medical procedure were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved confirmed the report of a severed balloon. Approximately, 10cm of the balloon's distal section has severed and detached from the remainder of the balloon. The severed area is jagged in appearance. Both the detached balloon section and balloon dilator device were included in the return. No portion of the balloon material is missing. The detached section of the balloon folded onto itself in a crushing manner. These observations suggest excessive pressure had been applied to the compromised balloon when attempting to remove it from the accessory channel of the endoscope during use. A discrepancy or anomaly that could have caused the reported deflation difficulty was not observed during our laboratory analysis of the returned balloon device and severed balloon. The balloon tip and detached section of the balloon were examined during our laboratory evaluation. The material used to adhere the balloon tip to the inner tubing of the balloon is present. A product or manufacturing discrepancy that could have contributed to the detachment was not observed. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusion: the information provided indicated the balloon was inflated with a 30% contrast solution. The instructions for use contain the following precaution: "the balloon must be inflated with water only." Inflation of the balloon with contrast is the most likely cause for the report of balloon deflation difficulty. The information provided indicated the user was attempting to remove a compromised balloon (i.e. Full deflation could not be achieved) from the accessory channel of the endoscope when the balloon severed and detached into the endoscope and the patient's stomach. Forceful removal of a compromised balloon from the endoscope while inside the patient is the most likely cause for this occurrence. The instructions for use contain the following caution: "a compromised balloon may prohibit removal from the endoscope accessory channel. Removal of the endoscope along with the compromised balloon may be required." This activity helps the user avoid removal resistance created by the compromised balloon. Once the endoscope and balloon are removed simultaneously from the patient, the user may cut the balloon catheter next to the end of the endoscope to facilitate easy removal from the accessory channel. Prior to distribution, all hercules 3 stage esophageal balloons are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the information provided indicated the product was used in contradiction with the instructions for use. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of a severed dilation balloon leading to detachment in the patient is remote. Customer quality assurance will continue to monitor for complaint trends.